Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 156 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer was assisted with troubleshooting and the device did not pass the test function. The customer sent the product back for analysis.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic-occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, self-test and unexpected restart error alarm test. No unexpected alarms noted during testing. The device was program with glucose sensor simulator and minilink transmitter. The device communicated properly. No unexpected lost sensor noted. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. No unexpected resetting anomaly noted during testing.